Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. The needle is bent. The actuator is in its post t2 position indicating a complete deployment. No ts or suture remain on the insertion needle or were returned for evaluation. The device was functionally tested for proper actuator advancement and cycling and was found not to function as intended. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Further investigation is not warranted at this time. (B)(4).

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Manufacturer narrative:
Device is not distributed in the united states but is in the same family of devices as distributed united states product.

Event description:
It was reported that the second t, t2 did not trigger. T1 was removed from the patient. A backup was not available. No patient injury was reported.